Manufacturer narrative:
This report is submitted on may 29, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [115527 - device analysis report reg.pdf]

Event description:
Per the clinic, on (B)(6) 2017 during attempted insertion of the electrode array, the array would not advance and subsequently broke during attempted insertion resulting in the surgeon to discontinue use of the device the patient was successfully implanted with the backup cochlear implant. There is no report of patient injury associated with this event.